Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also observed. Troubleshooting options were discussed and recommended. It was noted that the patient experienced twiddlers syndrome. Subsequently a revision procedure was performed and the rv and the right atrial (ra) lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also observed. Troubleshooting options were discussed and recommended. It was noted that the patient experienced twiddlers syndrome. Subsequently a revision procedure was performed and the rv and the ra were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Field b5 describe event or problem was already updated.